Event description:
It was reported that this patient expired less than one month post-implant of this implantable cardioverter defibrillator. The form submitted states that this "device didn't work" on the patient. No further information was provided.